Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. A field service engineer observed that the sensor and auxiliary drawer 6 had become detached from its mount, resulting in the drawer failing to register as closed. A specialist reinserted the sensor to rectify the problem. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer stated that drawer 6 is unable to open, resulting in a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.